Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had failure. A field service engineer replaced the drawer latch and resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from the drawer and the customer mentioned that there was no delay in patient care. There were no adverse events or injuries reported based on this incident.